Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and it was observed that the main coil and the pusher wire were not interlocked. The pusher wire and the introducer sheath were returned. The twist lock was opened. The introducer sheath was detached at 17.4 cm of the proximal section. The pusher wire was detached at 20.2 cm of distal section, and it was kinked and stretched. The main coil was kinked and stretched. Microscopic inspection of the device was performed and revealed that the introducer sheath was detached at 17.4 cm of the proximal section and the pusher wire was detached at 20.2 cm of distal section. Dimensional inspection of the pusher wire was performed and revealed that the distal solder joint outer diameter (o.d), mid solder joint o.d, distal tfe o.d, and proximal tfe o.d were within specification. Dimensional inspection of the main coil was performed and revealed that the number of the fiber bundles do not meet the specification. The remaining dimensions that can be measured were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06oct2022. It was reported that the coil could not be delivered. A 10mm x 20cm interlock coil was selected for use in a splenic artery aneurysm. During the procedure, the coil could not be delivered. The issue could not be resolved despite repeat flushing and exchanging the catheter. The procedure was completed with a different device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a detached pusher wire and missing coil fiber bundles.